Event description:
Per the clinic, the patient experienced lack of benefit and performance issue with implanted device. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.